Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. There was blood/body fluid on the distal conductor (not obstructed). There was blood in/on the helix/lobe mechanism. There was a tip seal observation noted. There was a stylet stuck in the lead-distal coil.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant the lead could not be successfully attached. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.